Manufacturer narrative:
A ge rep evaluated the system and found the x-ray indicator was beeping, but the system was not producing x-rays. This was reported by the customer. There was no accidental radiation occurrence. The ge rep replaced the fluoro functions board, x-ray controller board, ps1 power supply, backplane board, and the workstation hard drive; reloaded software and the backup calibration files. The system operates as intended.

Event description:
The customer reported the system was producing x-rays on its own. No pt injury was reported.